Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number: (B)(6), confirmed the presence of a deposition within the pump which could have contributed to the report of elevated ldh. It was reported that the patient underwent a pump exchange on (B)(6) 2020. (B)(6) was returned assembled with the driveline severed approximately 10¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 28¿. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, fixed, light tan depositions were observed on the body of the rotor, partially occluding two of the rotor vanes. The depositions revealed areas of brown discoloration which could be consistent with denaturation; however, an exact duration that the depositions were present while the pump was supporting the patient could not be conclusively determined. Although a direct cause for the development of these depositions and the duration for which they were present within the device could not be conclusively determined, they could have potentially contributed to the report of elevated ldh due to the partial occlusion of the blood flow path. A fixed, light tan deposition was also observed in the proximal side of the outlet stator loosely seated adjacent to the bearing ball. The deposition lacked evidence of denaturation or laminated layering, and the rotor did not reveal any contact marks, indicating that this deposition was likely not present while the pump was supporting the patient. However, the origin of this deposition could not be conclusively determined. Additionally, ring-like thrombus formations were observed surrounding the inlet bearing cup and inlet bearing ball. The similarity in size and structure of these formations suggests that they formed as one thrombus and were pulled apart during disassembly of the pump. The laminated structure of the observed thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. A direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined. These observed depositions and thrombus formations did not appear to significantly obstruct the flow of blood, indicating that they were unlikely to have contribute to the report of elevated ldh. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump exchange in 2015 was reported under MFR # 2916596-2015-02366. Additional admissions for increased ldh were reported under MFR #'s 2916596-2020-00750, 2916596-2017-02447 and 2916596-2019-05110. The patient's bleeding issue is reported under MFR #'s 2916596-2015-02366 and 2916596-2020-00934. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had elevated lactate dehydrogenase (ldh) since her first pump exchange in 2015. The patient had been maintaining ldh levels around 1000 u/l, levels never normalized following the exchange. The patient was critically ill following her first pump exchange in 2015 due to a history of heparin induced thrombocytopenia with thrombosis (hitt) and significant bleeding issues with her menstrual cycle. The patient required multiple transfusions during her menstrual cycle and those bleeding issues left the patient with multiple coumadin holds which, per the patient's healthcare provider, contributed to the patient's clotting issues. The patient had been admitted several times for bival when ldh would increase or when she would develop hematuria. The patient's pump was not exchanged due to surgical concerns although they were eventually left without a choice. The patient was admitted again on (B)(6) 2020 for heart failure symptoms and gross hematuria. At the time of admission the patient's flow was 2.5 liters per minute, speed was 9200 revolutions per minute, pulsatility index was 2.9 and power was 4.6 watts. Ldh on admission was 3481 u/l and peaked at 5700 u/l. Plasma free hemoglobin was 140.5 mg/dl and urinalysis was unreadable due to so much blood in the patient's urine. The patient was placed on bivalirudin and continued to decline. The patient received a pump exchange on (B)(6) 2020. Ldh on (B)(6) 2020 was 1578 u/l and the patient's flow was 3.8 liters per minute, speed was 9000 revolutions per minute, pulsatility index was 3.4, and power was 4.6 watts.